Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm (unknown alarm situation). There was no report of patient injury or medical intervention associated with this event. No additional information is available.